Event description:
It was reported that the pump's quick bolus/wake button was difficult to press and often required multiple presses to turn on the pump screen. There was no adverse impact on the customer's blood glucose level. Technical support decided to replace the pump.